Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The caller received assistance from technical support to reset the pump successfully, and was advised to continue using it, with instructions to call back if the malfunction reoccurred.